Event description:
It was reported that the customer's insulin pump was dead in the middle of the night. Troubleshooting was performed, and no corrosion or damage inside the battery chamber noted. The customer inserted a new battery and the device started again. Troubleshooting was performed, and the self test passed. The drive support cap was almost flush. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump was monitored for several days and no blank display was was observed. All operating currents were normal with no damage to the isolation tape found. The device was received in with a flush/loose drive support disk, cracked display window, cracked reservoir tube lip, scratched lcd window and missing end cap sticker.